Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the monitor for the navigation system went completely white when attempting to enter the application software. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Device manufacture date updated to proper value.